Manufacturer narrative:
This product is distributed outside the united states, but is similar to u.s. Distributed stent delivery systems. Additional info will be submitted within 30 days of receipt.

Event description:
During a pci procedure, the cypher select + 3.00x18mm stent was attempted to be deployed, but the balloon did not inflate because the hub was broken. The cypher was removed, and another cypher was inserted and deployed without any problems. Additional info indicated that the hub leakage/hub crack was noted during balloon inflation. There were anomalies noted while inflating device with positive pressure and the device was not able to be inflated at all due to the anomaly. Six atmospheres were used to inflate the device before anomaly was noted. The device was not re-sterilized, and no anomalies were noted when the device was taken out of the package. The device was prepped following (IFU) instruction for use guidelines, and it was used in the pt. There was no pt injury at this time. The stent was not fully deployed in the vessel or partially expanded. There was no anomaly noted while deflating the device. After the event, the device was removed by pulling the stent delivery system inside of the guiding catheter. The device was removed from the pt without complications, no additional intervention was required due to anomaly.